Event description:
Procedure: gynecomastia/lypo of chest. Report stated that the patient received 3rd degree burns with the largest size about size of a quarter coin and the other a dime both on the left thigh under a conmed bovie pad (not a valleylab product). The pt was treated with silvadene and oral antibiotics. Pt was sent to lab for urine and cpk tests.

Manufacturer narrative:
The investigation has been started, but is not complete. When the investigation is complete, the results will be sent in a follow-up report.